Manufacturer narrative:
Sr (B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and it passed. The receiver was able to be charged and rebooted. Functional testing was performed and it passed. The receiver log was downloaded, there is no data within the investigation window. A discharge test was conducted and it passed. The receiver case was opened and the internal inspection passed. The reported event of unexpected receiver shutdown was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.